Event description:
The customer reported that the device failed leak down test. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they failed leak down test was confirmed due to a bad oridion board, replaced it a new oridion board. Also found damaged front case at front and rear case at bottom, replaced them new front case and rear case assembly. Performed leak down test and co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 22oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to bad etco2 oridion assy board v1 rohs. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device failed leak down test. There was no patient involvement.